Manufacturer narrative:
Describe event or problem, upn, device lot number, device expiration date and device manufactured date updated. (B)(4).

Event description:
It was further reported that on (B)(6) 2015, coronary angiography revealed 90% in-stent restenosis and the patient had angiography without revascularization as the patient refused to revascularization for in-stent restenosis in the proximal lad. Thus, event was treated with conventional drug treatment.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina as well as silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) with 95% stenosis and was 18mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with predilation and placement of a 3.50 x 20mm promus element study stent. Following post dilation, residual stenosis was 0%. Twelve days post procedure, the patient was discharged on clopidogrel. In (B)(6) 2015, in-stent restenosis in the previously placed study stent in the proximal lad was identified and the patient was hospitalized on the same day. No corrective action was taken in regards to the stent and thirteen days post admission the event was considered resolved and the patient was discharged on the same day.